Event description:
The customer reported that on (B)(6) 2011 a burning odor was noted as coming from the left side (input area) of a power processor sample processing system. There was no visible smoke, sparks, flame or arcing observed from the device. The fire department was called. No personnel were injured or sought medical intervention in association with this event. There was no death, serious injury or modification to patient treatment attributed to this event. No patient results were associated with this event. The customer powered off the instrument.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 to address this issue. The field service engineer (fse) investigated the input area of the instrument which is where the customer claimed the smell occurred. The fse rerouted the cable for the centrifuge. The fse found no obvious problems with the instrument. The fse rebooted the instrument and monitored it as it ran. No smell occurred. The fse monitored the instrument again on a different date when on site for an unrelated issue. The fse confirmed that there was no smell even when a heavy load of sample tubes was processed. A definitive root cause for this event can not be determined at the present time.